Event description:
It was reported to philips that the operational check fails at defibrillation testing. There was no patient involvement.

Manufacturer narrative:
It was reported to philips that the operational check fails at defibrillation testing: the field service engineer (fse) evaluated the device and confirmed operational check failure. The device needs a therapy pca and a high voltage capacitor. Upon conclusion of the evaluation, it was determined that the therapy pca and high voltage capacitor require replacement. The device after these parts are replaced will fully tested.